Event description:
It was reported that an asystole alarm was not provided. The patient recovered on their own and did not sustain any injury due to the reported issue.

Manufacturer narrative:
A1-6, e1: this information was not provided due to country privacy laws. D4: (B)(4). Ge healthcare's investigation is in-progress at this time. A follow-up report will be submitted when the investigation is complete. Legal manufacturer: hcs tower - (B)(6). H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The customer reported that the ge healthcare (gehc) monitor did not alarm for a 19-second period of asystole. The patient recovered on their own and did not sustain any injury due to this issue. Gehc reviewed the device log files and ECG printouts. The investigation found that there was ECG artifact present in all the monitored ECG leads. The artifact adversely impacted the system's ability to accurately detect ECG beats and/or measure beat morphology. This can result in the system requiring additional time/data to assert the desired alarm. The logs showed that artifact alarms were provided around the time of the event. The investigation concluded that the asystole alarm criteria had not been met. There was no indication of a device malfunction. Historical data analysis did not reveal any adverse trend related to this issue.